Event description:
It was reported that the patient experienced fluid discharge from the implant site of the deep brain stimulation (dbs) device. The patient was referred to the emergency room (ER) for medical assessment of the implant site. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
D2b pro code: additional codes nhl, pjs. D - device information: we completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. The device serial number is not available, as the device remains implanted. G. All manufacturers: we completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the manufacturer site information. If additional details become available, a supplemental report will be submitted. The device serial number is not available, as the device remains implanted.